Manufacturer narrative:
Additional info since product was returned for evaluation. Device history record review found no anomalies with the handpiece as it passed all testing. Evaluation of the returned handpiece was performed. It appeared to be in good physical condition with some discoloration. Cable assembly is stretched/damaged at the connector. The cable assembly was stretched so hard that it caused the insulation on the high voltage wire to slide back exposing the wires and causing a short to the rearmass. When tested the handpiece failed evaluation test (dielectric strength test) insulation resistance at the cable/rearmass. Handpiece passed the following tests: ground impedance test, capacitance test, flow rate aspiration and flow rate irrigation and exfoliation test. The degradation observed in the insulation of the handpiece cable will not result on the reported event. Placeholder.

Event description:
Surgeon reported to sales representative that he had 5 patients with cornea problems while using 3 different handpieces. This was originally reported under MDR reports 020664-2013-00090, 020664-2013-00091 and 020664-2013-00092. Then individual information was received about the patients 1, 2 and 3 and the handpieces that were used in each surgery. This report is for the information of the 2 unidentified patients.

Manufacturer narrative:
Correct date is (B)(4) 2013. Placeholder.

Manufacturer narrative:
Surgeon reported that the 2 patients reported previously was incorrect information as they were able to confirm there were only 3 original patients and not 5.

Manufacturer narrative:
Field service specialist visited the account and tested the handpiece and found it within specifications.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at this time has been submitted.